Manufacturer narrative:
Reported event was confirmed by review of returned product. The plastic handle of both devices is fractured along the connection point with the shaft of the retractors. It was reported in follow up that the retractors were used hundreds of times and were extremely worn, which could have possibly led to them fracturing during use. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10777.

Manufacturer narrative:
(B)(4). Concomitant products: large ring fukuda retractor with large handle pn406699, lnzb131101. Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent a total shoulder replacement. During the surgery, as the surgeon was attempting to gain access to the glenoid by retracting the shoulder muscles, the handles on both retractor components broke. The surgery was completed using an unknown retractor supplied by the hospital. No patient impact reported.